Event description:
It was reported that thrombosis and cardiac arrest occurred. The patient had a medical history of cerebral vascular accidents (cva) and gastrointestinal bleeding on oral anticoagulants requiring blood transfusion. The patient had not been on an anticoagulant regimen prior to the procedure. A left atrial appendage (laa) closure procedure was being performed. Baseline transesophageal echocardiogram (tee) images gathered, and no pre-procedural thrombus was noted, and a trivial pericardial effusion was seen. Right femoral venous access was obtained, and a full dose of heparin was administered prior to the transseptal puncture (tsp) using versacross connect (vcc) system through the watchman fxd curve access sheath (was). Tsp was completed, vcc removed, and the was was advanced into the left atrium. A pigtail catheter was placed into the laa and an appendogram was obtained. A 24mm watchman flx closure device and delivery system (wds) was advanced, positioned, and deployed at the laa. As release criteria was being evaluated, a thrombus was noted to be secured on the distal end of the wds sheath. The activated clotting time (act) was still pending. The anesthesia provider stated the peripheral intravenous line that the heparin was administered through had not been flowing well. The procedure was halted while the thrombus was reassessed and was found to measure 22mm x 15 mm on tee and growing in size. The activated clotting time (act) resulted at 365 seconds and additional heparin was given. The wds met release criteria and was implanted. The core wire was withdrawn a few centimeters into the was as a 60cc syringe was attached to the was side port in an attempt to aspirate. The thrombus appeared secured to the distal end of the wds sheath, and the sheath was withdrawn out of the patient. Tee noted the thrombus had dislodged into the mitral valve, then was mobile and moving throughout the aorta, left atrium, mitral valve, and left ventricle continuously over a few minutes. The patient experienced tachycardia and st segment elevations on electrocardiogram (ECG). The thrombus was no longer visible on tee and the patient experienced cardiac arrest. Resuscitation efforts commenced and a left heart catheterization (lhc) procedure was initiated where thrombus was visualized in the circumflex artery, left anterior descending artery, and ramus artery and then angioplasty was performed. A catheter-based miniaturized ventricular assist device, a central venous line, and a temporary pacemaker was placed. The patient was intubated and transported to the cardiac care unit (ccu) in critical condition. Two (2) weeks post index procedure, the patient improved and was transferred out of the ccu to a step-down unit to await discharge home.